Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a skin cancer excision procedure from the forehead on an unknown date and suture was used. The patient developed a (B)(6) infection at the suture site. The patient was started on antibiotics.

Manufacturer narrative:
Additional information. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.